Event description:
The pt, an existing scs system user, underwent a staged trial with a percutaneous lead and an externalized extension for low back and bilateral leg pain. It was reported that as the trial period progressed, the pt began to feel sharp and painful sensations in his right rib. The reported discomfort was said to be present with all the pt's set programs. F/u on this matter found that the trial ended on (B)(6) 2011, at which time, the lead was explanted. The pt will be referred to a physician for paddle lead placement. No further complications were reported. The explained lead was retained by the medical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.